Manufacturer narrative:
(B)(4). The explanted lead was returned and investigated. The investigation was unable to duplicate the reported issue. No damage was observed to the lead and all four contacts passed continuity testing. A review of the recorded ecogs and interrogation data indicated that impedance was high on contact 4 and the amplitude of the signal was lower than the other channels, but the recorded activity was physiological and without artifact.

Event description:
The patient underwent a routine rns neurostimulator replacement due to expected battery life on (B)(6) 2019. The treating center noted a high impedance on the fourth electrode of the depth lead connected to port 2; therefore the decision was made to replace the lead during the same procedure.